Event description:
A customer contacted beckman coulter (bec) regarding erratic rbc, hematocrit (hct) and platelet (plt) results generated by their coulter act 5 diff analyzer for four patients. The customer considered the results erroneous because they were not reproducible and did not match the patients' clinical profile. The samples were rerun on a reference instrument which the customer considers correct. Bec review of the customer supplied data indicated on the initial run for sample #1 that the instrument generated lower rbc, hct, mcv, mch, mchc, and rdw with no instrument generated flags. For the initial run on sample #2, the instrument generated higher plt with no instrument generated flags. For initial run on sample #3, the instrument generated lower rdw and hct and higher plt with no instrument generated flags. For initial run on sample 4, the instrument generated lower rdw and higher plt results with no instrument generated flags. The rerun results for all four samples showed instrument generated messages or v(vote out) flags except for plt on sample#1 and sample#2 which had high wbc results, sample #3 rerun generated low mch, rdw results and for sample #4 which had high plt results all without instrument generated flags. The instrument also generated imm errors which indicated a problem with the differential portion of the blood count. The customer did not consider the differential results as erroneous and manual differential results were requested but were not received. Erroneous results were not reported out of the laboratory. There was no change to or impact on patient treatment as a result of the event.

Manufacturer narrative:
A field service engineer (fse) went on-site and found multiple problems with the aspiration probe and a short probe rinse line. Fse replaced and aligned aspiration probe and replaced probe rinse line which resolved the issue. The cause of this event may be attributed to the aspiration probe.